Manufacturer narrative:
Date of event is estimated. The UDI number is not known as the part and lot number were not provided. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported via a tweet, which was referencing starclose devices, that the clip can be mal-positioned and is ¿common on table if deployed in sc [subcutaneous] tissues in slim patients and if you keep backward traction. Done reversal [removal of device using access points and safety release]" no additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: catalog number.